Event description:
Event description guidant received information that this implantable endocardial lead measured high impedances on the rate/sense channel. The shocking portion impedances were normal.